Event description:
The reservoir is cracked at the luer neck. The customer stated that they were running and felt the insulin on their clothes. The customer informed that the reservoir was not dropped, no stress or pull on the product. Bgs were treated with bolus.